Manufacturer narrative:
Zoll medical corporation evaluated the device and was found to perform to specification. The device was extensively tested with no discrepancies noted. Review of the device history log provided evidence of the customer report with several "lead fault" entries. This does not necessarily indicate a device malfunction but rather a connection issue detected between the electrode pads and the patient's skin. It is important to note that the electrode pads were not returned to zoll for evaluation as part of this investigation. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown) the device was unable to pace. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.